Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: visual inspection: cap inserter (p/n: 277040700, lot #:t0304) was returned and received at us customer quality (cq). Upon visual inspection, one of the distal teeth was observed to be broken on the returned device. Additionally, normal wear from field usage was also observed on the device. Device failure/defect identified? Yes. Dimensional inspection: complaint relevant dimensions cannot be taken due to the post-manufacturing damage observed on the device. Document/specification review since the date of manufacturing is unknown the following drawing, reflecting current revision was reviewed: monarch cap inserter (long), assembly. Complaint confirmed? Yes. Investigation conclusion the complaint was confirmed for the returned devices. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the cap inserter was broken during reverse logistics audit of returned device at a third party servicer. There was no patient involvement and no additional information is available. This report is for one (1) cap inserter. This is report 1 of 1 for (B)(4).